Manufacturer narrative:
(B)(4). Date sent: 9/16/2024 b3: event year only reported: 2024 d4 batch #: a9dv24 additional information was obtained: - the customer does not know if there is any error message. - the device did not pass the pre-test successfully. - the device did not work before stopping. - no patient consequence. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be non functional. The handpiece was disassembled to verify the condition of the internal components, and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during an unknown procedure there was a defective device.